Event description:
On (B)(6) 2011, during an elevate-posterior implant procedure, during right sided fixation, the rectum was perforated. The entire device was removed and a posterior colporrhaphy was performed. A general surgeon closed the rectal defect.

Manufacturer narrative:
Should add'l info becomes available regarding this event it will be re-evaluated and a follow-up report will be sent.